Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(6): mps (B)(6) reported burr status mismatch error; tka. Resolution: (B)(6) demonstrated that when ever the trigger was pulled on the mics handpiece the mics would run. I replaced the cutter assembly and the problem was still there. I replaced the cpci assy and did a complete checkout per the follow up matrix on in the manual. The old cpci is p/n 211123, lot number 2111231-1. The new cpci is 209953-r, lot number 058980. (B)(6) did a complete check with the sawbones. He is satisfied the robot is ready. I did a complete check with no errors or problems. Update: delay was >30 mins. Case was converted to manual. Patient was under anesthesia.

Event description:
(B)(4): mps (B)(6) reported burr status mismatch error; tka. Resolution: (B)(6) demonstrated that when ever the trigger was pulled on the mics handpiece the mics would run. I replaced the cutter assembly and the problem was still there. I replaced the cpci assy and did a complete checkout per the follow up matrix on in the manual. The old cpci is p/n 211123, lot number 2111231-1. The new cpci is 209953-r, lot number 058980. (B)(6) did a complete check with the sawbones. He is satisfied the robot is ready. I did a complete check with no errors or problems update: delay was >30 mins. Case was converted to manual. Patient was under anesthesia.

Manufacturer narrative:
Reported event: mps (B)(6) reported burr status mismatch error; tka. Device evaluation and results: per (B)(4): (B)(6) demonstrated that when ever the trigger was pulled on the mics handpiece the mics would run. I replaced the cutter assembly and the problem was still there. I replaced the cpci assy and did a complete checkout per the follow up matrix on in the manual. The old cpci is p/n 211123, lot number 2111231-1. The new cpci is 209953-r, lot number 058980. Javin did a complete check with the sawbones. He is satisfied the robot is ready. I did a complete check with no errors or problems. Product history review: a review of device history records shows that on 12/11/09 1 device was inspected and 1 device was placed on: npr 09-11-0049, npr 09-12-0035, npr 09-12-0083, npr 09-11-0081, npr 09-11-0111, npr 09-10-0003, npr 09-10-0138, npr 09-10-0025, npr 09-11-0034. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209953 shows 9 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.